Event description:
While wearing external equipment, the pt reportedly had no sound perception in 2005, the pt was seen for device evaluation. Testing performed confirmed that the device was no longer function. Surgery to explant the pt's c1 device is to be scheduled.